Event description:
It was reported that during a posterior lumbar interbody fusion procedure level l3-4, l4-5, l5-s1: the interbody spacer broke after the surgeon inserted it. Surgeon was moving into position and impacting. All pieces were removed. Surgeon selected another spacer and completed the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Mfg eval revealed the sample was received in two pieces. One of the sections between the windows was crushed and the surfaces of the instrument slot were deformed. All parts are 100% visually inspected for cracks and bulges after processing and all features that were measurable and relevant to the complaint condition were found to be in spec. Due to broken and deformed pieces measuring could not be completed on 3 features and the complaint is deemed indeterminate from a mfg standpoint. A review of the device history record did not show conditions that could have contributed to the report event.